Event description:
It was reported that after a surgical procedure, patients had the following complications after using an unknown implant: adverse event(s) and provided interventions possibly associated with healix advance knotless peek (qty 114): postop complication of infection (6) no specific treatment indicated postop complication of ligament/tendon retear (46) no specific treatment indicated postop complication of pain (5) no specific treatment indicated postop complication of hardware (2) no specific treatment indicated postop complication of stiffness (44) no specific treatment indicated postop complication of neurological (2) no specific treatment indicated postop complication of thrombosis (1) no specific treatment indicated postop complication of other (6) no specific treatment indicated these events did not occur during surgery. During a surgical procedure the following complication was observed: intraop complication for hardware explanation. (Unknown indication) (2) the exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.